Event description:
Please find below the event description provided to hamilton medical ag. (1)summary: technical fault/s message/s. (2) health impact: no health consequences or impact & no clinical signs, symptoms or conditions reported.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: during ventilation, the device switched to ambient mode due to multiple technical errors. A replacement device was required. No patient harm occurred, and no further health consequences were reported. The root cause was identified as a defective blower module, which was replaced. This resolved the issue.

Event description:
Please find below the event description provided to hamilton medical ag. (1) summary: technical fault/s message/s. (2) health impact: no health consequences or impact & no clinical signs, symptoms or conditions reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.